Event description:
It was reported the customer experienced high blood glucose. Customer reported their blood glucose reached 600 mg/dl despite treatment with bolus corrections. The customer also reported they were on chemotherapy. The customer reported a hospitalization event on (b)(46 2015 when their blood glucose reached 414 mg/dl. Customer reported having heavy breathing, leading them to call the paramedics. The customer reported they were connected to their insulin pump at the time of hospitalization. Customer's blood glucose was 348 mg/dl at the time of the call. Troubleshooting for the insulin pump found the customer had air bubbles. No leaks were found on the customer's insulin pump. It was also found the customer's cannula was bent on their infusion set. The insulin pump also passed a high pressure test. The customer was advised to change out their entire set, reservoir and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.